Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that volara system filter was cracked. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The volara system, expands the lungs and moves mucus from the airways. Proven in the hospital, it¿s highly effective airway clearance therapy that takes just 10 minutes to deliver. With the volara system, patients with chronic conditions can get the individualized treatment they need at home, with physician-prescribed presets that make therapy easy to follow. The filter was received by baxter. Upon inspection, it was determined that the filter was cracked resulting in the device not meeting specification. A replacement filter was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a filter being cracked were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that volara system filter was cracked. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.